Event description:
It was reported the patient¿s implantable neurostimulator (ins) stopped working. The patient had tried contacting the healthcare professional who implanted the ins, but they were no longer there. The patient was looking for a new hcp to get the ins working. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# unknown, product type: programmer, patient; product ID 3999, lot# unknown, product type: lead. (B)(4).